Event description:
Follow-up information was received on (B)(6) 2023: the patients date of birth and age were provided. She was 69 years old at the time of the event. The patient was injected with radiesse(+), on (B)(6)2023. She was injected with 1 syringe that was diluted with 0.3 ml of saline (product preparation issue, off label use of device). The patient had no history of previous fillers. Concomitant medications included plavix (bridge from the previous coumadin use). On (B)(6) 2023, initially, the area of adverse event was thought to just be bruising and they continued with the procedure, continuing to monitor to area, along with re-assessment of capillary refill. After about 5 to 10 minutes, blanching and decreased capillary refill were noted along with development of discomfort and marbling to the surrounding area. That was when treatment measures were started by the nurse trainer. Corrective treatment included small amounts of saline that were flushed to the area and massaged, with ongoing monitoring of capillary refill, pain and worsening symptoms. Treatment measures were performed by the nurse trainer, while the reporter observed. A warm pack was placed to the area in between saline flushes. The nurse trainer re-assessed the area and capillary refill every 5 to 10 minutes for changes. No change was noted initially, with continuation of above interventions. After a few rounds of saline flushes without relief, 1 vial of hylenex was administered to the area with massage post injection. Per the nurse trainer, roughly 6 ml of saline were flushed to the area, plus the 1 vial of hylenex. About 2 hours post treatment and interventions, the patient had improved capillary refill to the area, along with improvement of noted marbling. Pain was still present but significantly decreased and tolerable. The patient was discharged home with instruction to continue the use of warm compress to the area, intermittently, and to return for follow up the next day. The patient was given instruction on what to watch for at home that warranted a call to the office. No relevant laboratory tests were performed. Due to the provided information, the outcome of the event was considered as resolving (changed from unknown). In the opinion of the reporter, the event was not permanent.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event symptoms of occlusion (pt: vascular occlusion), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record of radiesse(+) injectable implant, lot number a00067970, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were noted related to this lot.

Event description:
This spontaneous report was received from a us nurse and concerns a female patient. The patients initials and date of birth were reported as unknown. She was injected with radiesse(+). Batch number was reported as a00067970 (expiry date: 07/2024). The batch record review was received and the lot number for radiesse(+) was confirmed as a00067970 (expiry date: 07/2024). A lot search in the global safety database was conducted. After the radiesse(+) injection, the patient experienced symptoms of occlusion in the right (r) lateral zygoma. The outcome of the event was unknown.